Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that during a post-op visit, electrode #2 was at 30690 ohms and #4 was at 40000 ohms. The cause was unknown. The rep programmer around these electrodes without any issues and the stimulation was covering all areas of pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that all impedances were normal prior to the patient's battery replacement but with the new intellis battery electrodes 0-7 kept reading high. The physician wanted to work with what they had and the patient was programmed on the right side of the lead and they were all normal. No symptoms or further complications reported.